Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the investigation results, the most probable cause of the damage to the ultrasonic probe is traced to a component failure, while the cause of the sticky scope cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a sticky scope cover and had some damage on the ultrasonic probe. There was no patient involvement.